Event description:
Pt underwent a therapeutic egd procedure for treatment in the stomach and duodenal bulb. The resolution clip device would not advance out of the sheath. This issue occurred with nine devices during this procedure. Please note associated medwatch reports 6000048-2006-00246, 6000048-2006-00247, 6000048-2006-00248, 6000048-2006-00249, 6000048-2006-00250, 6000048-2006-00252, 6000048-2006-00253 and 6000048-2006-00254 (attached). The scope was not in retroflexed position. The pt anatomy was not particulary tortuous. The procedure was successfully completed with another device. The pt did not sustain any complications or ill effect as a result of the deployment/sheath issue.